Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was bent, and the lead was damaged at implant. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead helix would not extend. The lead was not used and another lead selected. No patient complications have been reported as a result of this event.